Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent lumbar interbody fusion, placing anterior interbody cages and facet screws at l2-s1, and a posterior spinal fusion using auto and allograft, including rhbmp-2/acs "and/or puregen." Postop, the patient followed up several time with the surgeon. During these visits, the surgeon told the patient she needed another surgery ¿to add a rod in her spine for more support¿. Aqua therapy and physical therapy were recommended. On (B)(6) 2010, the patient underwent a posterior fusion at l4-s1 and placed spinal instrumentation. It is reported that rhbmp-2/acs "and/or puregen" was used. One or both surgeries were dlif and/or axialif. The patient required two additional surgeries to repair the surgeon¿s damages. The patient continued to see the doctor until (B)(6) 2010. Sometime postop, the patient experienced pain, numbness, and tingling in her hands and feet. The patient also states that she can ¿stand for only 5-10 minutes and can sit for only short intervals¿.